Event description:
It was reported to boston scientific corporation that an ultratome xl was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2023. During the procedure, the cutting wire of the ultratome xl at the distal section was broken. Additionally, the pull wire at the handle section was also broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo of the complaint device outside the patient was provided by the customer and showed the cutting wire was broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2023. During the procedure, the cutting wire of the ultratome xl at the distal section was broken. Additionally, the pull wire at the handle section was also broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo of the complaint device outside the patient was provided by the customer and showed the cutting wire was broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned ultratome xl was analyzed, and a visual evaluation noted that the cutting wire was broken at 1mm from the distal pierced hole, which is consistent with the findings when the device was observed under magnification and per media inspection on the provided photo. Additionally, the cutting wire was blackend. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause premature cutting wire fatigue. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.